Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone via an implanted pump. The indication for pump use was non-malignant pain. The hcp reported that the patient presented to the hospital yesterday lethargic, sedated, and needing narcan reversal. Per the hcp, the patient had been given multiple doses of naloxone. The patient¿s managing physician did not have privileges at their facility, so they were looking for someone to come and help turn the pump down because they did not have the equipment to access the pump and withdraw the medication. The hcp was redirected to the national answering service for assistance.